Event description:
It was reported to philips that the device reverts to the factory setting when the charge button is pushed. There was no reported patient or user involvement and no adverse patient/user impact.